Manufacturer narrative:
(B)(4). D10: g7 osseoti 4 hole shell 54mm f. Item: 110010245. Lot: 67218657. G2: australia. The customer has indicated that the product remains implanted. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the g7 liner was impacted into shell, surgeon felt it had seated properly, then while trialing liner popped out and needed to be reseated into shell. He had checked to make sure shell was clean and dry and scallops aligned on liner before inserting. All screw hole covers, and dome hole plug were in situ in shell. Impacted liner second time with heavy mallet and liner appeared to be seated and did not dislodge during final implantation check. It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.